Event description:
The customer reported that the autopulse platform was used on a (B)(6) male pt being treated for cardio pulmonary arrest. Upon power up, the board worked for several minutes and an error message occurred on the screen. The platform kept on showing replaced lifeband. The medic had to revert back to manual CPR. The pt expired. The exact date and cause of death was not provided. After the incident, new lifeband was replaced. They used the platform on a manikin and the same problem occurred.

Manufacturer narrative:
Zoll medical corporation has rec'd the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.